Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 116 mg/dl. Customer will send back 4 sets and receive 4 replacement. Customer tried to push with the plunger and insulin did not exit and also issue with filling the reservoir. Customer also stated that she dropped the battery cap and can't find it anywhere and advised we will replace.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.